Event description:
The customer reported that his olympus high-definition lcd monitor was not producing an sdi output during procedure preparation. According to the initial reporter, the intended procedure was completed using another device without any reports of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not producing an image during testing due to a defective printed circuit board. Additionally, black dots were found inside the display. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image occurred due to defective printed circuit board. The root cause of the faulty qb board could not be identified. Olympus will continue to monitor field performance for this device.